Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusion set was leaking at the connector on 17-may-2024. The infusion set used for about 24 hours. The blood glucose level was 425 mg/dl. The patient administered an injection and stated he would replace the infusion set and resumed insulin when he was home. No further information available.

Manufacturer narrative:
E1: patient country: united states.